Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for spinal pain. It was reported via an MRI technician, that the patient was scheduled for an MRI. It was noted that the patient stated pump was no longer working or in use. The reporter didn¿t have any details as to what wasn¿t working or why the pump wasn¿t being used. The date of the event was unknown. It was indicated that the MRI procedure was not due to a problem with the patient¿s device or therapy. No patient symptom was reported. No further patient complications have been reported as a result of this event.